Event description:
It was reported that the blade came off of the cast cutter during a cast removal procedure. The procedure was completed successfully using back-up equipment. No medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that the blade came off of the cast cutter during a cast removal procedure. The procedure was completed successfully using back-up equipment. No medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The device has been received, but the evaluation has not yet begun. Additional information may be submitted once the quality investigation is complete.

Manufacturer narrative:
The reported event, blade popped out, was confirmed. Through inspection, the service technician noted that the output shaft, which holds the blade, was stripped. The device was repaired and returned to the customer after passing the final inspection.